Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. Additional device info: this report is for 6 unknown screws/unknown lot. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that a patient underwent a ventricle repair and coronary artery bypass surgery on (B)(6), 2014. After the surgery, on an unknown date, the patients sternum wires ripped which resulted in transverse fracture and non-union of the sternum. The surgeon used a combination of synthes titanium plates and third party plates and wires to repair the site on an unknown date. The patient experienced infections and the hardware was explanted (B)(6), 2014. The surgeon completed the revision without delay or patient harm. This report is for 6 unknown screws. This is report 2 of 2 for (B)(4).